Manufacturer narrative:
B5. Corrected to,"on january 27, 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported". B4. Date of this report 28 april 2025. G3. Date received by the manufacturer? 28 april 2025.

Manufacturer narrative:
A case was created based on an email from a team member (tm) reporting that a patient complained of false low glucose readings. The patient had updated the firmware of their transmitter due to lost connection alerts and had adjusted the low glucose alarm settings. Despite these changes, the patient continued to experience issues and was not wearing the transmitter at night due to the alarms. However, the troubleshooting process could not be completed as user stopped responding to the communications from customer care. No further information was available for this complaint.

Event description:
On january 27, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal. No injury or medical intervention was reported.